Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.5 hardware: iphone15.4 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced hyperglycemia and their blood glucose (bg) reached over 400 mg/dl while wearing the pod between 4 and 24 hours on the arm. The patient also experienced an app communication error that prevented pod activation. The caregiver stated that the adhesive was not sticking well to the skin. The cannula became dislodged, despite the patient using overlay patches to help adhere the pod. This resulted in no insulin delivery after the last meal. No medical assistance was reported.